Event description:
A healthcare professional reported that during the surgery a system message was displayed. The surgeon completed the procedure without any further complications. After the surgery, a leaky cassette was noticed. A balanced salt solution (bss) puddle was seen under the system.

Manufacturer narrative:
No sample available. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).